Manufacturer narrative:
The insulin pump had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, cracked display window, cracked case at battery tube side, cracked battery tube threads, a small broken off piece at the battery tube threads, pillowing keypad overlay, a fading end cap address label and a scratched case. Unable to perform the displacement test due to missing retainer. The test infusion set and reservoir will not locked in place in the reservoir compartment due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piece around reservoir lip was broken. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.